Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received, information from the attorney of the family on october 24. 2024. Medtronic received, notice of a device/product legal hold notification. The reporter alleges, that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing or broken retainer ring, caused the claimant to suffer personal injuries. The allegation did not specify, the pump identifier (serial number). And therefore, all 600 series insulin pumps in possession of the claimant, including this pump are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly. When additional details become available, the information will be supplemented. The event involved product(s) unk_sensor, mmt-332a, unomedical, mmt-1715k. The customer experienced hypoglycemia with the blood glucose value of 39 mg/dl. The customer was treated with glucose/carb intake, ems/ambulance/ER visit. It was unknown, whether the auto mode feature was active at the time of the event. It was also unknown, whether it was used within 48 hours of the reported incident. No further patient complications were reported. It was unknown, whether the customer will continue the use of the insulin pump. No product return is required for unk_sensor, no product return is required for mmt-332a, no product return is required for unomedical, no product return is required for mmt-1715k.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: attorney reported customer¿s having a low blood glucose on (B)(6) 2020 at 4:23pm of 39mg/dl. Customer's mother called the paramedics after she noticed a change in mental status. By the time the paramedics arrived, customer was inside the kitchen lying prone on the floor. Customer's mother could not get a blood glucose reading but knew it had dropped. She spoon fed the customer granulated sugar. Paramedics gave him 50% dextrose. Customer's head hurt. There was damage to the pump. No specific observations were made regarding the retainer ring. Troubleshooting was not done. The alleged pump was (B)(6). Per attached email, pump was returned on february 5, 2020. So, pump could not have been used at the time of or within 48 hours of the low on (B)(6) 2020. Pump does not have auto mode feature.